Event description:
The facility representative reported to baxter a clearlink secondary set that was found to not flow when infusing cipro. There was patient involvement, but there was no report of patient injury or medical intervention required in association with this event. The secondary set was connected and started to drip, but after 5-10 minutes the secondary set stopped infusing and the primary started infusing instead. It is unknown where it stopped flowing. It was reported that after the secondary set was replaced, therapy continued as usual. There is no additional information.

Manufacturer narrative:
(B)(4). Device evaluation: two samples were available for evaluation. A visual inspection revealed no abnormalities. A functional flow test was performed for a period of 5 minutes. Both samples primed and flowed normally with no interruption of flow, and no leaks were found on either sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.